Event description:
It has been reported to philips that the that the image drive is full. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that the image drive was full. Review of log file showed that "malfunctioning frontal ip-pc¿. Fse replaced the ippc, recreated image disk. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation results codes were corrected.